Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539a-1165: the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap near the open end; the glass cap exhibits severe devitrification and detritus buildup at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure the "fiber tip broke so the fiber was firing in the axis" at 45,947 joules and 10:12 minutes of usage. The procedure was completed with the use of a second fiber. Patient or user outcome: no injury to the patient reported.